Manufacturer narrative:
This report is being supplemented to provide a correction to d9, the device evaluation, and additional information to h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. It's likely the loss of image occurred due to a faulty printed circuit board. Additionally, the repair center found the front panel was corroded, the top cover was crushed, the rear panel was deformed, and the chassis was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Hold tn 8.18 the customer reported to olympus, the evis exera iii video system center had a black screen with the instruments using the connection cable to the processor. There were no reports of patient harm.